Event description:
It was reported that the customer experienced a blood glucose (bg) level of 51 mg/dl. Customer consumed carbohydrates to address their bg level. Reportedly, the customer delivered "a small bolus but then later realized it was 6u bolus" which resulted in the low bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.